Manufacturer narrative:
Section e reporting institution phone # (B)(6).section e reporter phone #(B)(6). The bench repair technician (brt) determined that the loudspeaker was defective and needed to be replaced. The reported problem was confirmed. After replacing the speaker, the brt performed stk and function check, and the device passed. The device was operational after repairs were completed.

Event description:
The customer reported the loudspeaker is defective, there is no sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.